Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recallnotification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. He manufacturer received additional information alleging the patient also having emphysema. The medical intervention was not specified. Section g and h are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have shortness of breath; right scissural nodule; lung cancer. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.